Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was silicone grease. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of bowden cables must be readjusted was not confirmed. Additionally, foreign residues were found inside the suction cylinder (s-cylinder), air/water cylinder (a/w-cylinder) and at distal end cover (c-cover), near nozzle. The reported fault was likely a result of insufficient cleaning. The following findings were also identified, and are as follows: (a.) There was a leak between the scope cover and the scope body, (b.) The air and water cylinder had foreign material, (c.) The suction cylinder had foreign material, (d.) Bending the angle in the up direction did not need the standard value, (e.) And the plastic distal end cover had foreign material. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced angulation malfunction. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned for evaluation. During the device evaluation, a air/water cylinder (a/w-cylinder) and the plastic distal end cover (c-cover) had foreign material. This report is being submitted for the reportable malfunction found at evaluation.